Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the scope exhibited foreign material on the bending section cover and the adhesive of the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaint analysis was conducted, and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the type of foreign material that remained on the device could not be identified, but the event was likely caused by insufficient cleaning. The customer provided the cleaning, disinfection, and sterilization (cds) processes, where deviations (delay in pre-cleaning, soaking at the time of delay) from the instructions for use (IFU) were confirmed in the reprocessing procedure. However, a definitive root cause for the confirmed issue could not be determined. The event can be detected or prevented by following the instructions for use, which state: chapter 6: compatible reprocessing methods and chemical agents chapter 7: cleaning, disinfection, and sterilization procedures olympus will continue to monitor the field performance of this device.